Event description:
The customer alleged high calcium results on the analytical p module for 9 patient specimens. Three of the results were found to be discrepant when compared to repeat testing on a different p module. Patient 1 had an initial calcium of 9.9 mg/dl, with a repeat value of 8.8 mg/dl. Patient 2 had an initial calcium of 11.6 mg/dl, with a repeat value of 9.1 mg/dl. Patient 3 had an initial calcium of 10.1 mg/dl, with a repeat value of 9.3 mg/dl. The customer stated that the initial results were not reported outside the laboratory and that no patients were affected by the discrepant results. The calcium reagent lot numbers involved were 62498101 and 62504901. The field service representative determined that the problem was due to the rinse mechanism waste vacuum tubing being disconnected. He replaced the waste tubing and performed mechanism checks, which passed. The customer successfully performed calibration and ran quality controls.